Event description:
A male patient underwent evar on (B)(6) 2011. A tri-fab zenith endograft system was to be placed according to the IFU. Upon attempted deployment of zenith flex with spiral-z technology aaa endovascular graft, it was noted that a 6 centimeter gap was present between the grey positioner and the graft. Corrective action was taken by loosening the black pin vise, stabilizing the sheath and central metal cannula and advancing the grey positioner to compensate for 6 centimeters necessary to make contact with the distal end of the graft. Pinvise was re-tightened and the graft was placed according to IFU. No complications or endoleak present and the procedure was completed without further problems. From the information provided by the reporter, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
No consequences to the patient were reported. A 6 cm gap between positioner and the graft is not listed in the instructions for use. Event is still under investigation.